Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were not forming and closing correctly. The clip formed in an x shape. When the device was fired more slowly (but plastic to plastic) the clip was not tight enough to completely stop the bleeding. It is unknown how the procedure was completed. The device was discarded.

Manufacturer narrative:
(B)(4). On which firing of the device did the problem occur (1st, 2nd, etc)? Unk. What vessel or structure was the device fired on at the time of the event? Cystic artery was the clip fully advanced into the jaws prior to firing? (If applicable for the reported device) yes was there any torquing or twisting of the device at the time of firing? Unk. Was any unexpected resistance felt when pressing the firing the trigger? No. Were any unexpected noises heard? No if so, when? Did anything unexpected happen prior to this incident? No. If yes, please explain: did any clips fall into the patient? Unk. If yes, were they retrieved? Not answered. Was the device fired after this incident, in or out of the patient? No. What were the patient indications for surgery? Lap chole. What was found during surgery? Unk does the patient have any relevant history of surgical treatments? If so, what? Unk. Did someone other than the primary surgeon fire the device? No.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.